Event description:
It was reported that there was a hole present in the microcatheter. A truselect was selected for use. During the procedure, it was observed by the physician that there was a hole in the catheter lumen. No further information was provided regarding the procedure or patient status, despite request by boston scientific.

Manufacturer narrative:
B3 - date of event: the event date was approximated to 10/10/2024 based on the date that boston scientific became aware of the event.